Event description:
It was reported that high impedance was found after the generator was replaced. It was indicated that generator diagnostic test was performed with a test resistor which resulted in normal values, making it likely that the high impedance was due to the lead. The lead was then replaced as well as the generator. The explanted devices have not been received for analysis to date. No additional or relevant information has been received to date.

Event description:
It was reported that the explanted lead and generator were discarded by the surgeon. Therefore, the devices will not be received for analysis. No additional or relevant information has been received to date.